Event description:
Patient's companion called spontaneously to report that she tried to cap the pump, but the crystal part on top of pump broke in pieces. Pump sn is (B)(4). Error did not occur while pump in use. Patient was able to use backup pump. Malfunction did not cause clinical injury. Pump will be replaced. No other information known. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigate on? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.